Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced for a device gen change. Information received from the facility indicated that post explant, the crt-p is retained at the facility, and the physician uses the device for teaching, training, and demonstration purposes for fellows on remote transmissions. The incorrect battery longevity, incorrect lead impedance warnings and noted high right ventricular output were from testing sessions performed at the facility with the fellows. The crt-p remains at the facility. No patient complications have been reported as a result of this event.